Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier is en route to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation

Event description:
A healthcare facility in the united kingdom reported that the speaker of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Correction: section g1: mr (B)(6). Section h11: method: the subject pcb of the mr850 respiratory humidifier was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: testing of the subject pcb confirmed that no sound was generated from the speaker. Additional resistance testing identified an open circuit in the speaker's coil. Conclusion: the cause of the speaker failure was an open circuit in the speaker coil. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in the united kingdom reported that the speaker of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.

Event description:
A healthcare facility in the united kingdom reported that the speaker of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare section d4: model and catalog # updated to mr850aek section g3: date corrected section h11: method: the subject pcb of the mr850 respiratory humidifier was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: testing of the subject pcb confirmed that no sound was generated from the speaker. Additional resistance testing identified an open circuit in the speaker's coil. Conclusion: the cause of the speaker failure was an open circuit in the speaker coil. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.